Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
Patient weight was not provided by the site. Lot # of the gray navlock tracker is 121108, manufacture date 11/08/2012. No parts have been received for analysis.

Event description:
A medtronic representative reported that the solera 5.5/6.0 mas driver (pn: 9735024, ln: 121219) was stuck to the grey navlock tracker (pn: 9734590). It was reported that the tracker and the driver bound together while implanting a screw into the patient using a powerease drill. The surgeon discontinued its use and set it aside for later inspection. The instruments where left locked up for further inspection. The driver did not lock into the power hand piece, the free spinning tracker locked up on the driver shaft. They proceeded with the case using standard manual navigation instruments, without power. There where no adverse effects to the patient, and there continue to be no adverse effects to the patient.